Event description:
Customer reports, that the marker tip (metal band) came out into the patient, but was retrieved with a snare. Patient was not injured or suffered any problems. The device was used to remove a ureteral hyprophilic stent in a kidney.